Event description:
It was reported the stimulator leads failed. The patient indicated they needed to have surgery to help the issue. The patient was disappointed in the outcome of the procedures noting surgical or human error and the hardware faulty equipment.

Event description:
Additional information from the manufacturing representative reported, the patient thought the device was poorly installed by the physician. Patient outcome was still unknown.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: leads explanted on (B)(6) 2015.

Event description:
Additional information was received from the consumer reporting the patient was sick of dealing with something that broke all the times so the system was removed. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturing representative regarding a clinical study patient reported that the patient had had some issues with leads breaking/fracturing in his spinal stimulator and as a result he elected to get the implant removed. The patient had been very unhappy about this.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).